Event description:
Covidien received info stating that an 840 ventilator had an erratic display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (pvt); the device operated within the mfg specs. Covidien reference: (B)(4).